Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to patient's blood glucose (bg) level was lowered than 100 mg/dl while wearing the pod between 4 and 24 hours while wearing the pod on the arm. The reason for low bg was pod malfunctioned as it was delivering over insulin. The patient was feeling the symptoms of low blood sugar. The patient also stated the diagnosis received at the time of seeking medical attention was diabetic ketoacidosis (dka). As treatment, patient received prescribed medicines and intravenous fluids. The patient was discharged on the same day after 4 hours. No further information was provided.